Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (1500 mcg/ml) at a dose of 346.5 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that for the first three years post implant there were no issues but with a few refills there was less volume left in the pump than there was supposed to be. Refills were scheduled earlier to prevent underdose. It was noted that the patient had some insomnia, irritability, and was very sensitive over the pump area but with some refills, no symptoms occurred. A contrast study was advised and done and showed the catheter was intact and the x-rays showed the catheter was in place. It was noted that it was advised to do a motor study and another contrast study but it was decided that the pump would be replaced. It was reported there we re no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the replacement was planned but not yet scheduled and the issue had not been resolved. The patient status at the time of the report was "alive - no injury."

Manufacturer narrative:
Implant date was reported as (B)(6) 2014, exact date not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the pump had been removed and returned on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that in november 2017 the patient started to become restless and asked for an increased dose. The contrast study was performed 2015(B)(6). The following refill history was provided: 2014: 500 mcg/ml 2014-(B)(6): 2 ml expected 2014-(B)(6): 0.2 ml expected 2015-(B)(6): 500 mcg/ml changed to 1000 mcg/ml, 100 mcg/day; 2.7 ml expected 2015-(B)(6): 1000 mcg/ml, 121 mcg/day increased to 133.3 mcg/day; 4 ml expected 2016-(B)(6): 1000 mcg/ml, 175.5 mcg/day; 3.7 ml expected 2016-(B)(6): 1000 mcg/ml, 175.7 mcg/day; 5.3 ml expected 2017-(B)(6): 1000 mcg/ml, 175.7 mcg/day; 4 ml expected 2017-(B)(6): 1000 mcg/ml, 212 mcg/day; 9.6 ml expected, 8.8 ml aspirated 2017-(B)(6): 1500 mcg/ml 2017-(B)(6): 4 ml aspirated 2017-(B)(6): 1500 mcg/ml (no information) sl263 expiration 2019; 2.2 ml expected (only available information) 2018-(B)(6): 1500 mcg/ml; 2.8 ml aspirated 2018-(B)(6): 4.6 ml expected, 3 ml aspirated 2018-(B)(6): 4 ml expected, 0.5 ml aspirated 2018-(B)(6): 4.5 ml expected, 2.1 aspirated additional details reported with the above refill history included: on 2017-(B)(6) the patient experienced the sensitivity over pump area and 2 days post refill the patient had a fever and shigella. On 2018-(B)(6)the patient had sensitivity over the pump again. It was noted that on 2018-(B)(6) the hcp thought leaking might be a problem. On 2018-(B)(6) a meeting was held the parents, doctor, manufacturer representative, and unit manager to discuss what to do to help the patient. It was detailed that the parents were very hesitant to do another contrast study or rotor study (which was recommended a few times) and that the parents wanted the pump replaced and sent for analysis. As of 2018 (B)(6), the pump replacement still had not yet been scheduled but the patient had an appointment to see the surgeon who would perform the replacement. The patient's drug use history included keppra 250 mg morning and 500 mcg at night, epilim syrup 280 mg 8 hourly, nexium 10 mg/day, pyridoxine 50 mg bd, baclofen 15 mg nocte, rivotril 0.5 mg nocte. Lioresal was the only drug used in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.